Event description:
A manufacturer representative (rep) reported an out of regulation (oor) error message as of date notified. It was stated that there was a low z- that was <(><<)> 50 ohms, and a low z but not below 50 ohms. The initial settings were 3v, 120pw, 70 rate, and programmed c+ and 1 <(>&<)> 2 negative, with the therapy measurement as 236 ohms. C0 = 234 ohms, c1 = 237 ohms, 01 = 34 ohms. Reprogramming was done with a new therapy impedance of 1081 ohms after #1 electrode was removed from programming, resolving the oor. The patient's indication for implant is movement disorders.

Event description:
Additional information received from the rep on 2016-nov-07 reported that there were some impedance levels of 240 on c+ 1-2-, and once they changed therapy to c+2- the therapy impedance was within normal limits, and both clinicians were satisfied with this. There were no other actions/interventions taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.